Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer blood glucose (bg) levels were running high (326 mg/dl). The customer treated elevated bgs by delivering a correction bolus. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer change out the site, however the customer declined, as they had just delivered a correction bolus and wanted to monitor bg levels for a bit longer.